Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn :m365sc231670e0. Model: sc-2316-70e. Serial: (B)(4). Batch: 7075719.

Event description:
It was reported that the patient had a blisters from the adhesive at the end of the trial. The physician noted that as a possible reaction to the tape shearing and patients skin being fragile. The patient was given an antibiotic ointment and tegaderm to cover the blister. The patient underwent a lead pull and the explanted trial leads will not be returned as they were kept by the medical facility.